Manufacturer narrative:
A ge rep evaluated the system and made adjustments to the image processing system and replaced the camera. System operates as intended.

Event description:
The customer reported there was no images displayed in one of the work station monitors and in the image acquisition monitor. The screen is completely white. No pt injury was reported.